Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The pt had a long segment lesion treated in the heavily calcified, 75% stenosed circumflex (cx). The vessel was pre-dilated with a highsail 2.5 x 15 mm balloon. The physician placed two taxus express2 drug eluting stents and a dissection occurred. He then implanted two more taxus stents. The sizes of the stents were 2.5 x 16 mm, 2.5 x 24 mm (2) and 3.0 x 12 mm. The stents were post-dilated with a highsail 3.0 x 8 mm balloon. Plavix and asa were given pre and post procedure. Three days later the pt developed a rash. Pt contacted bsc and was told to call their physician. Pt left a message at their physician's office and he discontinued all their medications for one day. The physician's office talked to pt the following day and told pt to resume their medications and to come in the following day. The pt presented at the physician's office with a red raised, hot, painful and itchy rash from above their nipple line down to their groin, both anterior and posterior. Pt had resumed their medications. Pt administered benadryl orally. Two days later pt returned to the physician's office and stated that the allergic reaction had gradually resolved. No further work-up necessary.